Event description:
It was reported that a spectrum infusion pump had a constant close door alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported closed door message as a door not fully latched alarm. The alarm was found to be caused by a loose mount screws. The screws were replaced to correct this condition.